Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, no phacoemulsification was experienced. The phaco handpiece had primed successfully before the case. The handpiece was switched out to complete the case. There was no patient harm. During troubleshooting with a company representative over the phone, it was determined that the aspiration line was clogged.

Manufacturer narrative:
The customer determined that the handpiece was nonconforming because it had not been cleaned properly. The handpiece was cleaned and worked without issues. The system was manufactured on june 26, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to improper cleaning of the handpiece. The manufacturer internal reference number is: (B)(4).